Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the device no longer cools due to a failed chiller. Biomed informed tech support that the device is almost end of life, did not want this repair. The device was returned unrepaired. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not filling, it appeared to be the fluid delivery line but since it was due for the 2k preventive maintenance. Per sample evaluation results on 11dec2024, control panel did not boot properly, used u.I. To complete decon. Unit not cooling due to failed chiller.

Event description:
It was reported that the biomed had the arctic sun device that was not filling, it appeared to be the fluid delivery line but since it was due for the 2k preventive maintenance. Per sample evaluation results on 11dec2024, control panel did not boot properly, used u.I. To complete decon. Unit not cooling due to failed chiller.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.